Manufacturer narrative:
Details of complaint: the customer reported that a central nurse's station (cns: pu-621ra) was shutting down while monitoring patients. No harm or injury has been reported on the patient. The unit was sent to the repair center for evaluation. No harm or injury has been reported on the patient. Service requested / performed: repair / evaluation. Investigation summary: the root cause of this issue cannot be determined as the issue could not be duplicated at the nka repair center. The unit was evaluated and was found to have no issues. The unit is able to operate to manufacturer specification as well. The overall risk rating is medium. The following fields are not applicable (na) to this report: d4 lot # & expiration date, g4 device bla number. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: additional information: b4 date of this report d9 device available for evaluation? E2 health professional? E3 occupation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that their central nursing station (cns) was shutting down while monitoring patients. There was no harm reported.

Manufacturer narrative:
The customer reported that their central nursing station(cns) was shutting down. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station (cns) was shutting down. There was no harm reported.